Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported. The sensor was inserted into the upper buttocks, which is off label usage of the device, on (B)(6) 2019.

Manufacturer narrative:
(B)(4).

Event description:
New value for global trade item number.